Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical Device Site Reaction is an expected event with Optune Gio device use (EF-11 16% and 53% EF-14 Optune arm).

Event description:
A 79-year-old male patient with newly diagnosed glioblastoma (GBM) began Optune Gio therapy on (B)(6) 2026. On (b)(6), 2026, the patient informed Novocure that he had experienced sores on the head and significant erythema around the surgical incision site. The patient was prescribed an unspecified medication to take three times a week and applied healing ointment on sores. On(b)(6)2026, it was confirmed that the patient was prescribed oral sulfamethoxazole-trimethoprim 160mg. Multiple attempts were made to contact the prescribing physician; however, no reply was received.